Event description:
It was reported that a user started a new freestyle libre 3 plus sensor paired with the ilet and saw three dashes on the glucose display along with a bell icon advising to check the body, indicating no sensor glucose readings were available; a fingerstick measured 189 mg/dl and the value was manually entered into the ilet. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution with troubleshooting and education. Investigation included user support to perform a capillary blood glucose check and guidance to enter the value into the ilet. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the system functioned as designed by prompting a fingerstick when sensor data were unavailable. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.